Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.